Event description:
Allegedly, patient experienced pain and numbness; broken neck without trauma.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6).